Event description:
Customer complaint - limited data available. Customer stated that the control panel of the device exploded and burned them causing blisters.

Event description:
Customer complaint - limited data available stated control panel of device exploded. Burnt her. Caused blisters.